Manufacturer narrative:
D10: 3955743 180-65-25 - alteon 6.5mm screw, 25mm. 3976732 188-01-10 - wedge plasma x/o sz 10. 4111876 180-01-54 - nv crown cup clstr hole 54mm group 2 . 4127505 101-05-30 - 3.2mm drill bit30mm 1pk 4. 141512 170-36-00 - biolox delta femoral head 36mm od, +0mm. The product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 103 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, pain, discomfort, swelling, and mobility impairment. No further issues or complications were reported. No additional information is available.